Event description:
Urgent medical device correction pump delivery volume accuracy (ova) during changes in air pressure. This is for my medtronic insulin pump that may have issues with too much or not enough delivery of insulin during changes in air pressure from amusement rides. Received notification of these issues in the us mail today.